Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the longevity of this device showed one and a half years remaining when one year ago the longevity showed five years remaining. The device outputs were changed which increased the predicted longevity. A data disk was sent for review to boston scientific technical services (ts). No adverse patient effects were reported. Ts noted that the longevity remaining estimate changing from 5.0 years remaining to 1.5 years remaining may have been a result of changing in the used power range, however, this cannot be confirmed due to data limitation of save disk. The device appeared to be depletion normally per the data provided. Ts discussed possibly providing more data for more detailed analysis. At this time no explant was planned.